Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). Olympus will continue to monitor complaints for this device. The device was reprocessed prior to being returned for evaluation. The possibility of the usage of the device with traces of foreign material in it could not be denied. The device was inspected prior to use. The device was precleaned without any delay after the procedure. No abnormality in reprocessing accessories was reported. Manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. The forceps elevator was moved up and down 3 times in water during aspiration. The occurrence of inadequate brushing and reuse of maj-1888 has been reported in past. The forceps elevator was appropriately moved in each direction and immersed in the detergent solution. The forceps elevator was flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888, and the reuse of maj-1888 could not be denied. There was no other effect from other products/ reprocessing accessories/ automatic endoscope reprocessor involved on the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps elevator and the bending section could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and however, the facility device reprocessing may not have been implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope forceps elevator excessively raised. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator and the bending section cover had foreign material/objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the forceps elevator had foreign material. The foreign material was yellowish/brown in color, but it was unknown what the foreign material was. Due to damage on the charged coupled device unit, the specified resolving power was not obtained, and the image had black dots. The objective lens had a scratch. The adhesive around the objective lens had a scratch. The adhesive around the light guide lens had discoloration. The plastic distal end cover had a scratch. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle. The device had a low angle. The knobs had play. The control unit had a scratch. The scope cover had discoloration and a scratch. The grip had a scratch. Switch 1 had a scratch. The protector of the universal cord on the control section side had a scratch. The universal cord had a scratch, wrinkle, and discoloration. The protector of the universal cord on suction connector side had a scratch. The light guide cover glass had a dent. The suction connector had a scratch. The scope connector cover unit had a scratch. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.